Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original date of surgery 2006. Left hip revision. Stem was loose - removed excel fx stem, sleeve and unipolar - replaced with total hip. No broken instruments. No surgical delay. Removed: 136345000 (B)(4);155032000 (B)(4). Sleeve information unavailable. Patient consequence? :unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes. Doi: 2006; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
Added lot number

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.